Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part vs208.016, lot 27p2470: manufacturing location: monument. Manufacturing date: december 19, 2019. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the package was returned to the depuy synthes customer quality team and was inspected and confirmed to be completely sealed with no items in the package. The package was then returned to the manufacturing site for evaluation. The investigation was performed by visual examination of the package which determined that there was no evidence of damage and the seal was intact. The review of the product label and package, and a review of the device history record (DHR) confirmed the complaint as a manufacturing nonconformance made at the monument jabil manufacturing site. The product review supports the complaint description in which the package does not contain any items. A review of the device history record for this part and of the package label show the package went through the appropriate operation to be packaged. The overall complaint was confirmed as the package does not contain the screw contents. The monument packaging process is specific to each production order. Therefore, packaging defects are specific to the packaging event in which they occurred. In conclusion, there is no indication of a systemic issue and the probability of occurrence is improbable for empty package nonconformities. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The alert date on the initial report was reported as august 26, 2020, but should have been august 25, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is synthes employee. PMA/510k#: device is a veterinary product. No patient information will be reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the customer received the device, and inside the blister the screw was missing. No patient involvement reported. This report is for one (1) vet lockscr ø2.4 self-tap l16 t8 sst. This is report 1 of 1 for (B)(4).